Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the gears on the cutter were worn and needed to be replaced. The gear was replaced, however the unit cannot be fully repaired and would need to be replaced by the account. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Devices are used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the gears of a mesher were worn and the cutters were returned as well. Evaluation of this cutter found that it did not pass the test cut. The living legacy foundation is a cadaver skin bank and there was therefore no patient involvement. No adverse events were reported as a result of this malfunction.